Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 01/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two weeks and one day post an endovascular arteriovenous fistula creation, the study endovascular arteriovenous fistula was failed to mature within three months of the index procedure. It was further reported that the subject developed a serious adverse event of stenosis radial to perforator junction which required additional arteriovenous access circuit reintervention due to access circuit stenosis. Standard percutaneous transluminal balloon angioplasty was performed to treat the access circuit stenosis. The post procedure intervention was successful, and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented secondary stage procedures reported for this subject to date. The current status of the patient is unknown.